Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had battery life was diminished, backlight was very dim even battery was not low forcing patient to use a flashlight, insulin pump has given random no delivery alarms and one or some of the buttons are a little harder to press. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.